Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the stylus and cursor do not align on the screen and programmer was unable to complete calibration. Cleaned and reseated connectors between xy board and overlay and completed 25-point calibration. It was also noted that the right antenna failed final test. The right antenna was replaced and retesting was preformed successfully. The liquid crystal display (lcd) flickered intermittently when performing final test. The lcd connectors were reseated . All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to replace the stylus and re-calibrate the programmer but could not get the arrow to get to the programmer icon. The programmer was returned for service. There was no patient involvement reported.